Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 7304 ICD implanted: 2010-(B)(6); 6947 lead implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) and was unexpected longevity. The ICD was in vvir for both ventricle leads for an unknown period of time. At interrogation afib was partially undersensed due to small fibrillation waves. The ICD was explanted and replaced, and no patient complications have been reported as a result of this event.